Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 mesh was implanted and on (B)(6) 2009, obtryx was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 4/13/2016. Additional information: age at time of event, date of birth. It was reported that following insertion the patient experienced pelvic pain. It was reported that the patient underwent mesh revision on ((B)(6) 2014) by dr. (B)(6).

Manufacturer narrative:
Reason for surgery: pop. It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, bowel problems, recurrence, dyspareunia, and other outcomes. It was reported that patient underwent mesh repair on (B)(6) 2009 due to constipation, extrusion, repair prior implant and implant additional product. On (B)(6) 2014, the patient underwent mesh removal due to urinary problems, pain, and dyspareunia. (B)(4).